Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the raster pattern shifting and to resolved replaced the galvo block assembly, performed a centration, performed a video overlay calibration and performed a spatial alignment. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete side cut on the right eye, therefore the procedure was aborted. The procedure will be rescheduled for a photorefractive keratectomy (prk) procedure. A brief description from the surgery center indicated the raster pattern and side cut shifted at about 3mm from the overlay and due to the raster pattern shifting there was an incomplete flap.